Event description:
It was reported that the patient received an lvad on (B)(6) for chf. The patient was asked to be seen as the patient s pulse was 50 and he was programmed to ddd 60. Upon interrogation it was noted that the device was inhibiting due to noise from the lvad. Programming changes were made. No further oversensing was noted. Patient was fine. On (B)(6), the asymptomatic patient returned to the clinic and the oversensing had continued. Patient had episodes of non-sustained vt appropriately seen by the device. Few episodes of nsln were also noted. Programming changes were recommended. The patient will return for follow-up where the recommended changes will be implemented. The patient was stable before during and after interrogation.

Event description:
New information notes that on 4/10/17, the patient presented to the clinic and episodes of noise reversion were still noted. The recommended programming changes were made. The patient was stable before during and after the interrogation and will now be on routine follow up.